Event description:
It was reported that pump experienced repeated malfunctions identified by malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged a replacement pump with updated software.